Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the stroke is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ gonska b, seeger j, junker a, rodewald c, trepte u, scharnbeck d, rottbauer w, wöhrle j. Arch cardiovasc dis. 2017 nov 8. Pii: s1875-2136(17)30187-0. Doi: 10.1016/j.acvd.2017.05.012.

Event description:
As reported by our affiliates in (B)(6), per article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis¿ in this study, 100 consecutive patients treated with the es3 for symptomatic native severe aortic stenosis were compared with 100 consecutive patients treated with the edwards sapien xt valve (ext); all valves were implanted via transfemoral access. Es3s were implanted in 2014; ext procedures were performed in 2013/2014 in the period before the release of the es3. Mild to severe ar in echo post implant: 45 sapien xt patients (1 patient received a viv); 31 sapien 3 patients. All-cause mortality: 7 sapien xt patients; 3 sapien 3 patients. Stroke (disabling and non-disabling): 6 sapien xt patients; 4 sapien 3 patients. Life-threatening bleeding: 8 sapien xt patients. Major vascular complication: 16 sapien xt patients; 5 sapien 3 patients. Major or minor bleeding: 33 sapien xt patients; 22 sapien 3 patients. Post-procedural pacemaker implantation: 24 sapien xt patients; 14 sapien 3 patients. Elevated mean aortic gradient (<20 mmhg) post implantation: 1 patient with 26 mm s3; 2 patients with 23 mm s3; 1 patient with 23 mm sxt.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.